Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on lcd board. The keypad traces was inspected and no anomalies noted. The insulin pump had cracked case at the display window corners, cracked belt clips lot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating button error and damage on the insulin pump. The customer's blood glucose was 72 mg/dl. The customer stated that she dropped the pump on the floor and it says rewind pump. The customer stated that she primed the pump and drops came out. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.